Event description:
A malfunction alarm identified as malf 24 was reported, but no notable event occurred prior to this malfunction. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.